Event description:
Ever since upgrading from dexcom's g6 to g7 (as required by dexcom due to their repeated statements that the g6 is being discontinued), my product failure rates have dramatically increased. I'm seeing many more sensors with blood glucose levels far outside the specified system allowances, sometimes showing my blood sugar on the high side of normal limits when I'm critically low. This is a serious issue as my insulin pump relies on my dexcom readings to adjust the amount of insulin I receive. When my pump believes my sugar is higher than where it should be, the pump continues to give me insulin (sometimes, in fact, increasing the dose) which is the exact opposite thing that should happen when my sugar is actually low. This has caused two incidents of low blood sugar requiring treatment with oral glucose and once where I had my wife come sit with me because I was worried about my blood sugar not rising in time. Additionally, after reporting my fourth issue in the last ninety days (which can be verified through dexcom's own system as they see my dexcom readings and when I enter calibrations from my manual blood glucose system), they've now told me that my account is under review and any additional replacements will require management approval. This leads me to potentially leave a malfunctioning dexcom active which runs the risk of unconsciousness, seizure, or death if I continue to be unable to properly calibrate the issue. Also of note is that I was on the g4, g5, and g6 for many years with very few issues reported to dexcom. It's clear that this is an issue with the g7, otherwise the issues would have shown themselves when I uses prior generations. Multiple lot numbers, multiple serial numbers.